Event description:
During a pfa procedure, obstruction issues resulted in a procedural delay. The sheath was introduced without issue. After inserting the catheter into the sheath, it was not possible to aspirate the 20ml as directed by IFU. Removed and reinserted the catheter several times with no resolution. The sheath was replaced but the issue persisted. The catheter was replaced and the issue was resolved. There were no adverse patient consequences.